Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Nurse reported via our sales rep, that she observed a surgery. During this surgery, she observed that at beating in the spring bolt of the locking became loose and fall into the operation area. There were no adverse consequences for the pt.